Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode, had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital after experiencing syncope. Interrogation of the device with a programmer found that the device had reverted to safety mode. The root cause of the syncope was felt to be related to the device function in safety mode and the patient was symptomatic to this function. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital after experiencing syncope. Interrogation of the device with a programmer found that the device had reverted to safety mode. The root cause of the syncope was felt to be related to the device function in safety mode and the patient was symptomatic to this function. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. This report will be updated upon return and completion of analysis.